Manufacturer narrative:
The reported event is unconfirmed. Received (3) photo samples. Visual evaluation of the photo sample noted one opened (without original packaging), used temp sensing foley catheter and syringe. Verified material number 119314 and lot number ngkn3119. Photo# 1 shows partial asymmetrical balloon might be due to the inadequate inflation. Therefore, no new pr number needed. The condition of the affected catheter could not be confirmed because only photos were provided for the investigation. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1percent aq methylene blue per 100ml distilled water) using returned straight tip syringe. Catheter balloon inflated with no difficulty and was allowed to rest with no observed leaks. Upon inflation asymmetrical balloon was observed. Balloon deflated passively using returned syringe in 01min37sec. The reported event is unconfirmed; however, a new record has been created to address the asymmetrical balloon issue. Risk review is not required as the reported event is unconfirmed. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the pretest the foley catheter was refrained from using because not all of the sterile water returned. The return of sterile water was poor. Per investigator's notification received on 24feb2026, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after the pre-test the foley catheter was refrained from using because not all of the sterile water returned. The return of sterile water was poor.